Event description:
It was reported that the pacing failure of the lead was found with the electrocardiogram monitor. It was also reported that an x-ray photo was taken and the lead was found to be dislodged. Therefore the lead was removed and replaced with a new lead. No patient complications haven been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.